Manufacturer narrative:
The manufacturer provided an explanation of the issue to the user. No further investigation was found necessary for this complaint.

Event description:
On january 13, 2025, senseonics was made aware of an incident where user reported discrepancies between cgm and welcome kit bgm readings. Based on a review of the information provided, the user was advised to allows the system a few more days to adjust and to enter any additional calibrations as requested by the system. No injury or medical intervention was reported.